Event description:
It was reported that the pressure was lost while the patient was connected to the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information large leakage occurred, most likely related to patient circuit, and no malfunction of the ventilator has been found. The device was delivered to the user in working condition. Review of the device's logs confirmed occurrence of several alarms. The event logs indicate difficulties with ventilating the patient, but there are no technical error codes indicating a ventilator malfunction. Alarms such as low respiratory rate, peep low, leakage too high or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. The cause of the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).